Event description:
As reported by the legal notification, a patient underwent an initial left total knee arthroplasty utilizing recalled exactech components. No revision scheduled. Because the patient has filed a legal claim, it appears that they are alleging prosthesis wear of an exactech polyethylene device. No further information provided.

Manufacturer narrative:
D10: three peg patella 35mm (cat# 200-02-35 / serial (B)(6) cemented finned tib. Tra sz 5f/5t (catt# 200-04-55 / serial (B)(6) holding pin small headed short 4 pack (cat# 201-78-11 / serial (B)(6) optetrak asy hi-flex ps cem fem, sz 5, left (cat# 244-02-05 / serial (B)(6)) the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The investigation results concluded that the reported event occurred due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.